Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Visual examination at the macroscopic level revealed the sample was fractured in the neck region of the screw shank. The shank components were not returned for analysis. Optical images of the fractured surfaces exhibit two surface morphologies, smooth regions and grainy/rough regions with progression lines which are indicative of fatigue failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. With the information provided, a definitive root cause cannot be determined. However, fracture analysis suggests fatigue failure, fracture being initiated at one end and propagating to full breakage. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Two expedium si screw head breakage at level s1 (exact size of screw unknown - acc. To pictures app. 6 x 40 mm). Occured at unknown date app. One year after initial surgery (unknwon date). Screw breakage was noticed during revision surgery on (B)(6) 2017. Patient consequence: no. Is the information being submitted for this complaint all the details that are known/available regarding this event: yes.